Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient applied the pod on the evening of (B)(6) 2025 on their thigh. During the day, the patient noticed their blood glucose (bg) levels rising. Patient's bg levels rose above 3 g/l (300 mg/dl) with ketones of 0.7 mmol/l. Patient removed and applied a new pod. Upon pod removal, the cannula was found dislodged and part of the adhesive was detached. The patient adjusted their basal and their bg levels normalized. The pod was worn for between 49 and 71 hours.